Event description:
A cervical laminectomy was performed on a beagle (dog). The ground pad (dispersive electrode) was placed on the dog's abdomen. When the 2 hr surgery was completed, it was noted that a burn had occurred at the ground pad site. Add'l veterinary care was needed to treat the burn.